Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt expired on (B)(6) 2011 secondary to chronic pump pocket infection.

Manufacturer narrative:
The pt expired and the device was disposed of. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.